Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that two touch screens of the c5 system were found to be unresponsive after completing the procedure. There was no pt involvement.

Manufacturer narrative:
(B)(4) manufactures the c5 system. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The old lcd touch screens and accessories were replaced with new led touch screens. The unit was functionally tested and no further issues were noted. Further investigation of the devices could not be performed, as the replaced touch screens were damaged during floods in the reporting region. An exact root cause was not determined. However, considering the manufacturing year of the unit, it is likely that the touch screens were susceptible to fluid ingress, which can lead to electrical failure due to oxidation of contacts and could have caused the reported issue. (B)(4) has implemented a CAPA ((B)(4)) for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Devices da,aged during flooding.